Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion with no occlusion present. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6, h10 : h10: the device was received for evaluation. During functional testing, ''upstream occlusion with no occlusion present' was not reproduced. A review of the event history log revealed evidence of upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No component could be determined for causality and therefore no pump device correction is required. Should additional relevant information become available, a supplemental report will be submitted.